Event description:
A customer contacted baxter technical services(bts) regarding assistance with a check lines and bags alarm while refilling the heater bag for the fill on the homechoice machine(hc). The home patient(hp) stated the only solution left is in the white clamp bag. The hp stated she swapped out the supply bag with the heater bag. The technical service representative(tsr) assisted the hp to end therapy with a current fill volume of 1763ml. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4).there was no allegation reported against the baxter product by the customer. Therefore the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a report of use error ? Reuse of single-use supplies was confirmed. The root cause was undetermined. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up MDR will be submitted if any additional information is received.